Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged on a medication regime of eliquis 2.5mg (bid). The nurse reported that on (B)(6) 2026 the patient had a 45 day follow up computed tomography (CT) scan and a small atrial thrombus was attached to the closure device measuring 5 x 4 mm in size. There was no leak noted. The patient will remain on eliquis.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged on a medication regime of eliquis 2.5mg (bid). The nurse reported that on (B)(6) 2026, the patient had a 45 day follow up computed tomography (CT) scan and a small atrial thrombus was attached to the closure device measuring 5x4mm in size. There was no leak noted. The patient will remain on eliquis.